Manufacturer narrative:
Product analysis: the product has not been returned for analysis, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic valve, into a patient with a bicuspid aortic valve, a balloon aortic valvuloplasty (bav) was performed due to under-expansion of the valve. After the balloon aortic valvuloplasty (bav), hypotension occurred, and an echocardiogram indicated a possible fistula. Medications were administered. After the patient stabilized, another echocardiogram was performed and confirmed a fistula. The fistula was repaired and the valve was replaced in a surgical procedure. Per the physician, the fistula was caused by the balloon aortic valvuloplasty (bav). It was also reported that the native bicuspid valve contributed to the under-expansion. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the leaflets appeared to be in the closed position, with slight gaps between the free margins of l1 & l2 and l2 & l3. All leaflets were flexible and intact. All commissures were intact. The valve was placed in warm water and there was no change in the configuration of the valve and frame. Conclusion: under-expansion post-implant is typically related to patient anatomical factors and procedural effects; in this case, it was reported that the bicuspid nature of the patient's valve led to the under-expansion. The reported hypotension and the fistula were reportedly an effect of the balloon aortic valvuloplasty (bav) which was required to fully expand the valve, however an assignable root cause cannot be determined without review of procedural imaging studies. Hypotension and bleeding are listed in the device instructions for use (IFU) as potential adverse effects. The subject valve was returned and evaluated by medtronic, showing no abnormalities that may have caused or contributed to this event. There was no information to suggest a device quality deficiency related to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.